Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. The vector was programmed in a triad configuration. It was noted that there was a gradual rise in shock impedance trends, suggestive of lead calcification. Technical services (ts) recommended bringing the patient in for evaluation to perform reprogramming or changing the alert value to 150 ohms with continued monitoring. This rv lead remains in service. No adverse patient effects were reported.